Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The primary tubing set was being used to deliver 250 ml of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that an unspecified 60 ml syringe was connected to the clave secondary port on the cassette of the tubing set for the piggyback delivery of an unspecified concentration of 36 ml of abraxane. After an unspecified length of time after the delivery was started, the customer contact reported that an unspecified volume of a solution leaked from the clave secondary port on the cassette of the primary tubing set. The tubing set was replaced and the therapy was resumed. The customer contact reported the solution that leaked was cleaned up according to user facility protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact reported that a visual examination of the tubing set found the clave secondary port had separated from the cassette of the tubing set. Though requested, no additional info was provided.